Manufacturer narrative:
Updated fields: b4, g1-contact person ¿ mfg site, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) replaced the cable assy, ECG leadwire set to resolve the issue. Device returned to customer.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the preventive maintenance, the cs300 intra-aortic balloon pump (iabp) unit had damaged ECG leads. There was no patient involvement reported.